Event description:
Night nurse was in drawing labs from patient's port and called her in to see patient's bottom port line (patient has a double port), and the tubing from the huber needle had come out of the end cap. The tubing was attached to the needle, but there was no end cap attached to reattach the IV tubing. Therefore, the bottom port had to be reaccessed with a new needle. She was able to reaccess the port without any problem.